Event description:
It was reported that noise was observed two months post-implant. Noise was reproducible with movement. Loose connection was suspected. Lead easily came out of the pin port. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported noise could not be determined.